Manufacturer narrative:
Product complaint # :(B)(4) investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while broaching the 20mm corail the trial's distal slot in the got hung. Trial caught perforated cortex or residual cement in the canal. Resulting in a damaged trial. The trial was considered unusable, surgery progressed without the trial. Femur fracture. No surgical delay.